Event description:
Chest tube was attached to the pleur-evac and the pleur-evac was leaking onto the floor. This is suppose to be a closed system so when it leaks it is not which means air is entering the tube which it should not be. Two zip ties had to be used on the connection to stop the leak. At times, when chest tubes are y-ed together, the orange float is not visible on the teleflex canister even with the suction turned all the way up on the wall, meaning that the suction is insufficient to reach the prescribed level. This is an issue, particularly in the ICU, as they do not have available suction ports to attach to each chest tube individually.